Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4).   Physio-control performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device does not have any audio prompts when the power button is pressed and the device lid is opened. There was no report of any patient use associated with the reported issue.